Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited false positive pacemaker mediated tachycardia (pmt) episodes due to a high atrial rate. Additionally, technical services (ts) was consulted due to a syncopal episode with shock therapy. Ts reviewed the episode and noted that anti-tachycardia pacing (atp) accelerated the rhythm, however the episode was converted with shock therapy. No additional adverse patient effects were reported. This device remains in service.